Event description:
It was reported to philips that the system's dc power supply needed to be replaced, which can impact booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's dc power supply needed to be replaced. Upon troubleshooting, the philips engineer found that the system was not booting due to defective 24_12_5v power supply in m cabinet. The cause of the power supply unit failure was not conclusively determined by the supplier's part analysis but found other failure as no power at all. To resolve the issue, the philips engineer replaced the power supply in m cabinet and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.